Manufacturer narrative:
The customer obtained an elevated atellica im high sensitivity troponin I (tnih) lot 103 patient result (> reference range) that was lower (< reference range) when the same sample was retested on a different atellica im analyzer. The lower result was believed to be correct at the time based on the patient's clinical picture. Additional complaint information alleged that "this false high result induces an hospitalization of the patient." Information was requested, but the customer has not provided any additional information regarding patient diagnosis, medications or treatment, and ultimate determinations regarding result indications. It was later confirmed that outside of additional testing, expense and emotional distress, there was no harm because of the initial elevated result. There has been no report of adverse health consequences in association with this event. Siemens concluded the investigation for this event. Quality control (qc) results and calibrations were within expected ranges at the time of patient testing. According to complaint data, no other samples were affected. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens reviewed system log files were evaluated. Since the sample was repeated on an alternate system, the discordant sample was compared to other 100ul sample pickups of tnih during the same time frame. - reagent trace review concluded that there was no evidence of a hardware issue that is impacting delivery of tnih reagents. - sample trace review concluded that there was no evidence of a hardware issue that is impacting delivery of 100 ul of sample. - no concerns were found during the autocheck review. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. This was a serum sample: if clotting time is increased due to thrombolytic or anticoagulant therapy, using serum samples may increase the risk of micro-clots, fibrin, or particulate matter. Lithium-heparin plasma is the preferred sample type for patients undergoing anticoagulant therapy. Based on the available information, the cause of the discordant result is inconclusive. The customer is operational, a product problem was not identified, and the reported issue is resolved by routine troubleshooting.

Event description:
The customer obtained an elevated atellica im high sensitivity troponin I (tnih) lot 103 patient result (> reference range) that was lower (< reference range) when the same sample was retested on a different atellica im analyzer. The lower result was believed to be correct at the time based on the patient's clinical picture. There was no report of adverse health consequences in association with this event.